Event description:
End-user reported having many "bad needles," stating that "they will not puncture the insulin pen, and cannot receive insulin."

Event description:
End-user reported having many "bad needles," stating that "they will not puncture the insulin pen, and cannot receive insulin."

Manufacturer narrative:
Device malfunction traced to the device being used beyonnd its expiration date. Device expiration is 3/13/2020 and the device was purchased roughly 4/2020.